Event description:
The customer reported the system went down when they were out of the room, communication failure. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this report.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.